Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 38 and pump error 43 and pump error 130 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 38 occurred on (B)(6) 2024 19:40 in history files. Pump error 43 occurred on (B)(6) 2024 19:39--19:44 in history files. Pump error 130 occurred on (B)(6) 2024 19:30 in history file. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and force sensor. Motor was tested outside of unit and it passed. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage. Pump error 38 is confirmed due to motor anomaly and due to being found in history file. Pump error 43 is confirmed due to motor anomaly and due to being found in history files and traces. Pump error 130 is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). No motor movement or negligible movement, retries to free a stuck motor failed (pump error 38). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.